Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition and pvl are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified native annulus/leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, per report, there were no real calcium landmarks within the root and the valve moved slightly ventricular upon deployment. The reported fair coaxial alignment of the delivery system and valve could also have contributed to the movement of the valve during deployment. The subsequent pvl was likely a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the sapien xt valve was positioned 50:50 but landed 20:80 aortic/ventricular. Post deployment the patient¿s diastolic pressure was observed to be low and an angiogram confirmed low placement of the valve with severe paravalvular leak (pvl). A second sapien xt valve was deployed in a more aortic position (50:50 within the first valve), which reduced the pvl to trace. The patient was noted to be stable at the end of the procedure. The native aortic annular diameter measured 364mm² by CT. The native annular calcification was moderate and leaflet calcification was mild. The patient¿s native annulus was slightly oval. The image intensifier angle was noted to be good, the coaxial alignment of the valve and delivery system was described as fair, ventilation was held and there was no loss of pacing capture during deployment. The event was attributed to the fact that there were no real calcium landmarks within root. Subsequently the valve moved slightly ventricular upon deployment.